Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was stated that the basal rate needed to rise, but they could not set higher than 2.0 units per hour. It was stated that the infusion set was changed and right after the customer's blood glucose started to elevate. It was stated that during the night, the glucose level dropped and the customer had a hypoglycemia episode. Reviewed the alarm history and found several different alarms. It was stated that the customer does not trust this insulin pump anymore. Advised that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.